Event description:
On (B)(6) 2015 nsk america corp was made aware that a pt may have been burned by a nsk handpiece. Two handpieces were sent by doctor. Doctor not sure which hand piece was used. The handpieces (sgs-e2s) serial number (B)(4) were rec'd on march 25, 2015. We learned that the pt had burned lips. Doctor stated 2nd degree burn r commissure lower lib during extraction of wisdom teeth. Pt had no permanent damage and treated with antibacterial ointment applied. Report injury healing normally. This report is for serial number (B)(4) on report #1422375-2015-00009.